Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system (sds)was returned for analysis. A visual examination of the crimped stent found it to be damaged all over; in particular the central struts were bunched, twisted and distorted. The stent had moved on the balloon approximately 10mm in a distal direction. As the stent was damaged the crimped stent profile could not be measured, however, a copy of the manufacturing data for this unit was examined. The manufacturing data states the maximum stent profile was within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed no damage. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery(lad). A 2.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was not delivered to the lesion. Resistance was noted during insertion. Upon removal, the stent part was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery(lad). A 2.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was not delivered to the lesion. Resistance was noted during insertion. Upon removal, the stent part was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.